Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open skin irritation under the lifevest equipment. Patient described the area as cutting into their skin. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied lotion to the area for the skin irritation. Follow up indicated that the skin irritation improved.